Event description:
During routine preventive maintenance (pm) testing performed at intuvie, the infusion pump failed the 30 psi occlusion test, recording pressures of 21.920 psi and 18.690 psi, both of which are outside the acceptable specification range of 22 to 38 psi. A review of the device¿s serial number history did not identify any similar complaints associated with this device. The failure mode was confirmed and determined to be related to an out-of-calibration condition and a component issue. The device was recalibrated by adjusting the 30 psi calibration value from 294 to 269, and the pressure sensor was replaced. Following these corrective actions, the pump passed the 30 psi occlusion pressure test with a recorded value of 26.960 psi, which meets the required specification. No patient involvement or harm was reported.

Manufacturer narrative:
During routine preventive maintenance (pm) testing performed at intuvie, the infusion pump failed the 30 psi occlusion test, recording pressures of 21.920 psi and 18.690 psi, both of which are outside the acceptable specification range of 22 to 38 psi. A review of the device¿s serial number history did not identify any similar complaints associated with this device. The failure mode was confirmed and determined to be related to an out-of-calibration condition and a component issue. The device was recalibrated by adjusting the 30 psi calibration value from 294 to 269, and the pressure sensor was replaced. Following these corrective actions, the pump passed the 30 psi occlusion pressure test with a recorded value of 26.960 psi, which meets the required specification. No patient involvement or harm was reported. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint#: (B)(4).